Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit had missing end cap sticker. Unit passed motor test.

Event description:
Customer reported that she had high blood glucose of over 300 mg/dl and that his insulin pump is alarming motor error, the drive support cap is loose and sticking out. Nothing further was reported.